Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure. The procedure date is unknown. According to the complainant, during the removal procedure, the internal bolster detached and fell into the stomach of the patient. Reportedly, the detached portion was retrieved via endoscope. It is unknown which manufacturers device was used for replaced. There were no patient complications reported as a result of this event.